Manufacturer narrative:
(B)(4). The control unit of the or table column and the infrared hand control was sent to maquet for investigation. No failure could be found. The control unit as well as the infrared hand control work as specified. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
(B)(4).

Manufacturer narrative:
November 11, 2015 03:27 pm (gmt-5:00) added by (B)(6): a maquet field service technician (fst) visited the hospital and investigated the or table system. The fst could not reproduce the described behaviour and found no failure. The or table system worked as specified. As preventive measure the fst replaced the control unit of the or table column and the infrared handcontrol. Maquet asked for the replaced parts for further investigation. A follow-up report will be submitted once additional information is available. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The customer reported that the table top with the patient on it was transferred to the or table column without problems. After that the column was rotated in the direction of the x ray equipment. When the patient was raised, the table top tilted to the left unintentionally. The ir hand control was placed on a ceiling-mounted supply unit at that time. The user immediately moved the table to the horizontal position using the infrared hand control. The surgery was performed in another or room using another or table column. No further clinical consequences were reported to maquet. (B)(4).